Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the software unexpectedly exited twice. The system exited once while trying to load patient exams and again during the auto-merge processing of the patient exams. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.